Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic gastroplasty, on the stomach, they correctly mounted the device, when pressing the green button the clamps did not fire. They replaced the device to complete the case. There was no patient injury.